Event description:
Same case as MFR report #: 2134265-2010-01037. This complaint is now reportable based on related product analysis completed on (B)(6)2010. It was reported that during a percutaneous coronary rotational atherectomy procedure, the devices became tangled. The lesion was located in the right coronary artery. Following one ablation run, during an attempt to remove the 1.75mm burr, the rotalink burr and floppy rotawire were tangled. However, they were removed as one unit without difficulty and no patient complications were reported. The procedure was completed with another of the same devices, and patient status was reported as 'good'. Completed analysis found that the distal tip of the floppy rotawire was detached and there was damage to the burr providing evidence of interaction.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-01037. This complaint is now reportable based on related product analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary rotational atherectomy procedure, the devices became tangled. The lesion was located in the right coronary artery. Following one ablation run, during an attempt to remove the 1.75mm burr, the rotalink burr and floppy rotawire were tangled. However, they were removed as one unit without difficulty and no patient complications were reported. The procedure was completed with another of the same devices, and patient status was reported as 'good'. Completed analysis found that the distal tip of the floppy rotawire was detached and there was damage to the burr providing evidence of interaction.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the rotawire 325cm floppy guidewire shows the distal tip fractured, missing spring tip coils and ballweld. The wire is wavy/ coiled at 65 cm from the proximal end. The fractured section was sent to sem (scanning electron microscopy) fracture analysis. The fracture surface is characterized by material cracking and propagation caused by a reversed bending moment. Compression and tension zones were observed. No material anomalies were noted. Conclusion: the fracture surface was caused by a reversed bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).